Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while locked and clip movement. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation with an mr grade of 4+. The mean pressure gradient was 4mmhg. The mitraclip delivery system was advanced to the mitral valve and grasping was performed. However, during grasping the mean pressure gradient increased to 8mmhg, thus the clip was left slightly open, the pressure gradient went down to 7mmhg. Clip deployment was continued. During gripper line removal, it was noted that the clip opened more to approximately 30 degrees and clip movement was observed. The mr increased to 4. A second clip was implanted to stabilize the first clip, reducing mr to 2. The post procedure mean pressure gradient was 5mmhg. It was noted that visualization was difficult during the procedure due to the mitral annular calcification (mac). There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to adhere or bond and mechanical issue could not be tested due to the returned condition of the device (clip deployed and not returned). A review of the lot history record identified no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported failure to adhere or bond and mechanical issue appears to be due to patient morphology/pathology as huge posterior prolapse was noted and visualization was difficult due to mitral annular calcification (mac). The reported failure to adhere or bond (partial clip movement) appears to be due to the reported mechanical issue as partial clip movement was noted post clip opening. There is no indication of product quality issue with respect to manufacture, design or labeling.